Event description:
It was reported that during an infusion in the extended care unit, a static discharge from the pt's blanket caused the pump to shutdown without user input (medication, programmed amount and delivery rate unk). The customer stated that the pump could not be powered on again, and was replaced. The customer also stated that there was no pt injury. When the device was tested after the reported event, it was observed that the battery had no charge.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk. Manufacturer report no. 1314492-2012-00499 is related to the same event.